Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit showing low vacuum . Users opted to swap out unit to continue treatment without issues. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6(type of investigation). Additional contact information: (B)(6) . The failure analysis and testing dept. Received the following parts transducer. These parts were received with the reported complaint of low vacuum alarm. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition.the failure analysis and testing dept. Installed part number transducer into the cs300 test fixture and tested the transducer to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. When the cs300 was turned on and self test was completed, a low vacuum alarm was observed on the display along with an audible alarm. The fat was able to replicate the complaint of low vacuum alarm. The transducer failed testing. Retaining the transducer in the fat per procedure number 0002-07-d008 rev.aq. The failure analysis and testing dept. Then installed transducer into the cs300 test fixture and tested the transducer to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. When the cs300 was turned on and self test was completed, a low vacuum alarm was observed on the display along with an audible alarm. The fat was able to replicate the complaint of low vacuum alarm. The transducer failed testing. Retaining the transducer in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Unable to replicate user complaint. Successfully completed a functional check with testing catheter and trainer upon initial testing without issue. Identified the low vacuum alarm in the logs. When evaluating unit in service mode, identified x1 and x2 systematically dropping pressure when closing k6a, opening k7, plugging catheter extender, and activating/deactivating k8 (gain checks). X1 and x2 would drop pressure at about 1 psi per 10 seconds. Noticed that clamping down drain line in front of safety disk did nothing to stop x1 and x2 from dropping pressure. Clamping down fill line, held x1 and x2 from dropping pressure. Opened and inspected unit. Identified moisture signs in the shuttle transducer. Drive transducer dirty, however without traces of moisture. Helium lines inside unit old, but dry. Fse replaced and calibrated both transducers as a precaution, as well as internal helium lines, and blood detection line. Post repairs, successfully verified x1 and x2 holding pressure when completing gain checks, as described above, without exception. Left unit running overnight in biomed from 16 november to close of business 17 november without any issues reported. No issues reported from over the weekend (18-19 november). Unit calibrated and passed all functional and safety tests per factory specifications.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.